Manufacturer narrative:
There was no patient injury with this event. The handpiece was received for evaluation with the back cap and turbine apart from the handpiece. During the evaluation, it was observed that the turbine chamber was gouged, bearings were in pieces, and the chuck opening in the shell was flared outward and gouged. No dents were found on the handpiece. The handpiece and back cap threads were in good condition and tightened properly when put together. It would be possible that the handpiece came apart due to a loose back cap, but this could not be determined since the back cap and turbine were received apart from the handpiece. A replacement handpiece was sent to the dental office.

Event description:
The back cap and turbine of the handpiece came apart in the patients mouth during use.